Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the caller declined to document further details. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.